Manufacturer narrative:
A lot history review (lhr) of rewj0409 showed one other similar product complaint(s) from this lot number. The device has not been returned to the MFR, at this time, for eval.

Event description:
It was reported that leakage was found at the puncture during the use. After the catheter was removed, leakage was found at 10cm of the end of the catheter.